Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient came into ER with pain and discomfort in hip so surgeon removed head and metal liner, took cultures to see if patient was infected and put in new poly liner and new femoral ball. Don¿t know where or when previous surgery was. Don¿t have access to lot numbers on this case. Doi: unknown. Dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.